Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared a primary alarm failure and a patient disconnect alarm while connected to appear that it was in patient use (although no patient was connected). There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 12may2019. MFR site correction. Device evaluated by MFR, patient and device codes. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the speaker and completed maintenance and the issue was resolved. The device passed all safety and functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 24 may2019. Date of report received 29may2019. During failure analysis, a visual inspection revealed no signs of damage or contamination. Further testing of the device revealed an electrical opening in the speaker which caused the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.